Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose level event on (B)(6) 2026. The patient's blood glucose level was treated with glucose tablets. No further information available.